Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an external sock and the controller subsequently exhibited a controller fault alarm. When log files were checked after the event, the log files were corrupt and when connecting the controller to a monitor the date was showing incorrectly as 1999. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h10: battery additional products: d1: heartware ventricular assist system ¿battery d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were six critical battery alarms. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. One battery of unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Log file analysis revealed six critical battery alarms logged with an incorrect date stamp and no battery capacity, ID, or cycle count. The date/time from the controller real-time-clock (rtc) remained frozen, this is likely related to the reported corrupt files. No controller fault alarms were observed within the analyzed period. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to communicate with external batteries and/or power adapter, resulting in critical battery alarms. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger a critical battery alarm and resulting in the inability to illuminate the battery status led's on the controller display. The controller can still accept power from a power source. As a result, the reported corrupt files and critical battery alarm events were confirmed; however, the reported controller fault alarm event could not be confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a damaged diode and integrated circuit on the communication line possibly due to an electrostatic discharge event caused by an "external shock" as described in the event details. Additional products: d4: serial or lot#: unk-battery h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.